Event description:
As reported by the user facility: first day of machine evaluation, two pts experienced unusual symptoms during dialysis. Both pts sent to hospital, and diagnosed for alkalosis. Add'l info provided by the facility indicated that neither pt experienced any permanent injury and completely recovered from the incidents.

Manufacturer narrative:
The machine was not configured to operate with the same concentrate ratio as the concentrate that the customer used. There were no machine alarms related to conductivity or mixing ratio since the values were within the working range. The ph of the concentrate was checked with an external instrument by the clinicians prior to therapy and measured relatively high (basic). The ph value was within the permissible limit as stated in the dialog IFU and aami guidelines for hemodialysis concentrate.